Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30500951m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. About 30 minutes before the end of the procedure, the patient complained about chest discomfort. After the case ended, a routine ultrasound was done and pericardial effusion was confirmed. Pericardiocentesis was performed to drain the fluid from the pericardium. No other intervention was planned. There¿s no indication that prolonged hospitalization was required. Physician¿s causality opinion was not provided. No bwi product malfunctions nor error messages were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the event is life threatening and required intervention to prevent permanent impairment of a body function, or permanent damage of a body structure, then is to be considered serious and MDR-reportable.